Event description:
Navigation device registration was 1 cm off during a spine case during initiation of a spinal procedure. The navigation device determines level to fuse during spinal surgery. The navigation system was off by 1 cm. It could have resulted in fusion of a different vertebrae than the surgeon intended.